Event description:
It was reported that "the patient had difficulty breathing. Before undergoing tracheostomy, the head nurse inserted an tracheostomy catheter into the patient. However, the patient experienced poor ventilation and airway obstruction. The nurse immediately replaced the catheter for the patient". Per the customer, no further information is available. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient had difficulty breathing. Before undergoing tracheostomy, the head nurse inserted an tracheostomy catheter into the patient. However, the patient experienced poor ventilation and airway obstruction. The nurse immediately replaced the catheter for the patient". Per the customer, no further information is available. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient had difficulty breathing. Before undergoing tracheostomy, the head nurse inserted an tracheostomy catheter into the patient. However, the patient experienced poor ventilation and airway obstruction. The nurse immediately replaced the catheter for the patient". Per the customer, no further information is available. If additional information is received, the complaint file will be updated.